Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks and one appropriate shock. It was reported that the patient's potassium levels were off. A boston scientific technical services (ts) consultant reviewed the episode and noted that the complex was flat and wide. The sensing vector was programmed to primary at the time of the shocks; ts discussed that the secondary vector looked fine, but likely would not have prevented the shocks. The alternate vector was not suitable for this patient. The device was programmed to 180 in the conditional zone and 210 in the shock zone. The rate appeared to be 210 bpm. The rate cut off for the shock zone could be increased, but this also may not prevent an inappropriate shock for this rhythm. No adverse patient effects were reported.